Event description:
It was reported that ¿cassette installed today, high pressure alarm after one hour. The alarm stops when touching the cassette tube at the pump outlet, but resumes later. These alarms have been recurring for 15 days, despite a change of pump (pump number: (B)(6)). In this situation, the patient redoes the entire infusion line. She changed her cassette batch yesterday, and there have been no alarms yet¿. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The device history review had no indication that the complaint was related to a service of the device within the review period.